Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete list of sample ID's are (B)(6).

Event description:
The customer reported falsely elevated potassium generated from alinity c processing module (sn: (B)(6)). When repeated on another analyzer the result was lower. The customer provided the following data: sample ID (B)(6) initial result was 7.2, and repeat on another analyzer was 4.9. Sample ID (B)(6) initial result was 6.8, and repeat on another analyzer was 4.9. Sample ID (B)(6) initial result was 6.9, and repeat on another analyzer was 4.5. Sample ID (B)(6) initial result was 6.9, and repeat on another analyzer was 4.7. Sample ID (B)(6) initial result was 6.5, and repeat on another analyzer was 4.5. Customer potassium reference range: 1 day ¿ 4.3 week 3.7 ¿ 5.9. 4.3 week - 24 month 4.1 ¿ 5.3. 24 months - 14 years 3.4 ¿ 4.7. > 14 years 3.5 ¿ 5.1. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Abbott service inspected the alinity c processing module (B)(6) and performed troubleshooting. The ict modle (B)(6) was replaced resolving the issue. No additional patient result issues have been documented since the part was replaced. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tickets identified no contributing factors to this complaint. A trend review found no elevated complaint activity for the alinity c processing module. A review of historical data with this complaint revealed no systemic issues, or nonconformances. Manufacturing documentation for the did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module (B)(6) and ict modle (B)(6).

Event description:
The customer reported falsely elevated potassium generated from alinity c processing module (sn: (B)(6). When repeated on another analyzer the result was lower. The customer provided the following data: sample ID (B)(6), initial result was 7.2, and repeat on another analyzer was 4.9, sample ID (B)(6), initial result was 6.8, and repeat on another analyzer was 4.9, sample ID (B)(6), initial result was 6.9, and repeat on another analyzer was 4.5, sample ID (B)(6), initial result was 6.9, and repeat on another analyzer was 4.7, sample ID (B)(6), initial result was 6.5, and repeat on another analyzer was 4.5. Customer potassium reference range: 1 day ¿ 4.3 week 3.7 ¿ 5.9 4.3 week - 24 month 4.1 ¿ 5.3 24 months - 14 years 3.4 ¿ 4.7 > 14 years 3.5 ¿ 5.1. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.